Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h8. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was foreign objects in the nozzle. Additional findings include; due to clogging of the nozzle, the water supply volume, air supply volume, and water removal ability did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob and bending angle in up direction did not meet standard value. Adhesive on the bending section cover had a chip and a crack. Suction connector had a scratch and due to the damage on the suction connector, a noise image occurred. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The scope was cleaned, disinfected, and sterilized before being sent to olympus. The customer does not know when the foreign material adhered to the colonovideoscope, nor do they know what the material is. There was no delay noted in the start of precleaning. The customer flushed the air/water nozzle with the detergent solution. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The cleaning process was performed as normal, aside from having an object obstructing the channel.

Event description:
The customer reported to olympus that while using the colonovideoscope, the nozzle was clogged. The issue was discovered during a diagnostic procedure. The case was completed using the same equipment. There was no patient harm associated with the device.